Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Customer reported via phone call that the customer experienced low blood glucose and had to visit emergency room on (B)(6) 2022. The customer¿s blood glucose level was 22 mg/dl. Customer current blood glucose was 322 mg/dl. The customer did not experience any symptoms of low blood glucose value. The customer treated low blood glucose with emergency medical service and food. It was unknown whether the auto mode feature was activated or not at the time of high blood glucose event. Customer had been using the insulin pump system within 48 hours of the reported low blood glucose event. Troubleshooting was performed and the customer reported that the pump was over delivering. No further patient complications were reported. The insulin pump will not be returned for analysis.

Event description:
The customer reported that they went to the emergency room on (B)(6) 2022 due to hypoglycemia. Blood glucose at time of event was 33-34 mg/dl. Sensor glucose was over 200 mg/dl. Prior to the event the user stated they had 80 mg/dl sensor glucose and decided to drink juice, sensor glucose then went up to 150 mg/dl and kept going up, 30 minutes later user felt dizzy, saw spots in their vision and passed out. User was treated with carb intake and intravenous sugar water. Blood glucose at time of the call was 322 mg/dl. User was asked what led to the event and stated they had blood glucose and sensor glucose differences also stated insulin was being delivered at night (over delivering insulin). User declined to complete troubleshooting.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.